Manufacturer narrative:
The router subject to this event was returned for evaluation, it was visually confirmed that the router was broken. The definitive root cause could not be determined.

Event description:
It was reported that during a cranial procedure, the tip of two routers broke during in the same procedure. A minor delay of 2 to 3 minutes was reported with no adverse consequences reported as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a cranial procedure, the tip of two routers broke during in the same procedure. A minor delay of 2 to 3 minutes was reported with no adverse consequences reported as a result of this event. It was further reported that the procedure was completed successfully.